Manufacturer narrative:
Additional information provided: updated section b5 with a failure analysis evaluation. Updated section d10 "return to manuf.?" And "date returned to manuf." To coincide with the product return. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device had a faulty battery (18023-0123-p) for which a replacement was required. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure. The li-ion battery pack was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminating, indicating a depleted or faulty battery. A voltage measurement test was completed and it was noted that the measured voltage between pin 1 and pin 4 was 0v. Upon installing the battery into a known working mrx without an external power source, the unit displayed an ¿external power interrupted¿ message and subsequently powered down. The battery was then inserted into a cadex charger, but the charger was unable to recognize the battery. Upon conclusion of the evaluation, it was verified that the battery was faulty and the component was scheduled to be scrapped.

Event description:
It was reported to philips that the device had a faulty battery (18023-0123-p) for which a replacement was required. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.